Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited some varying impedances. It was noted that the varying impedances are still within the normal limits for the lead. No intervention was suggested and the lead continues to remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.